Event description:
It was reported when the subject balloon catheter was used during the procedure it would not deflate after the physician released the pressure pump. The whole access system was removed from the patient. To remove the balloon from the access system, the physician used a syringe needle to pierce the balloon and deflate. The subject balloon was removed from the access system and the was procedure continued and completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the balloon catheter was noted to be kinked at 12cm from the proximal end. The balloon was noted to have been previously inflated (unwrapped). The balloon was noted to be leaking (this was due to the physician puncturing the balloon post procedure). During functional testing an attempt was made to inflate the balloon however it was noted to be leaking (due to physician using syringe to pierce to deflate). The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported balloon failed to deflate was not replicated during analysis, as the balloon could not be inflated due to a hole in the balloon. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the balloon could not be deflated after the operator released the pressure pump, so the operator withdrew the whole system out. To take the balloon out from the access system, the operator used a syringe needle to pierce the balloon to deflate it and took the balloon out from other access system. Additional information provided by the customer indicated that the patients anatomy was moderately tortuous, the device was not inflated over nominal pressure or excessive pressure used. The device was returned and there was a leak noted to the balloon and there was kinking noted to the balloon catheter shaft. The balloon was unable to be inflated due to the leak to the balloon, therefore it could not be determined if the balloon was unable to be deflated. Kinks to the balloon catheter can cause deflation issues, as it prevents inflation media from being diffused from the balloon and balloon catheter, it is likely that the balloon catheter may have been kinked during use causing the balloon the fail to be deflated during use. An assignable cause of procedural factors will be assigned to the reported event of the balloon difficult/unable to deflate during use and to the analyzed damage of the balloon catheter kinked/bent, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors and the severe tortuosity of the patients anatomy during use.

Event description:
It was reported when the subject balloon catheter was used during the procedure it would not deflate after the physician released the pressure pump. The whole access system was removed from the patient. To remove the balloon from the access system, the physician used a syringe needle to pierce the balloon and deflate. The subject balloon was removed from the access system and the was procedure continued and completed successfully with no clinical consequences to the patient.